Event description:
It was reported that patient complained of tightening on their neck when turning their head, with a lump above the incision site. The neurologist stated he had no concerns regarding the lump on the neck. Patient also complained of difficulty breathing with stimulation and notes that it started after their recent battery replacement surgery. Physician attempted to decrease patient settings to see if adverse effects would disappear but to no effect. When device was disabled, adverse effects were gone, but tightness of neck was still present. Physician decided to leave device disabled and plan to have a full revision for the patient. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.